Manufacturer narrative:
Other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for the device not recognizing the syringe is due to the drug library not being configured the specified manufacturer or size syringe for the respective drug profile; if not, the user may be loading the syringe incorrectly. If none of the above, the barrel clamp size sensor is not operating as intended; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown.

Event description:
It was reported the device exhibited a "syringe not in place" alarm. Patient involvement is unknown.